Event description:
Patient fractured his distal femur in feb., 1992 - he haad an alta buttress plate and 6-hole channel plate implanted to reduce the traction. In april he was complaining of pain and an x-ray was taken and showed the fracture tobe non-union and the 6-hole channel plate was broken. Removal of the hardware was performed on may 13, 1994 and an altaa femoral rod was used to reduce the traction.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.